Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (cto with severe tortuosity and severe calcification). Related to another drug/device (deformation was due to the multiple wire and catheter exchanges). (No results available since no evaluation performed) - device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (cto with severe tortuosity and severe calcification). Unable to confirm complaint (device not returned). Operational context contributed to event (deformation was due to the multiple wire and catheter exchanges) . Device not returned -no evaluation will be performed. (B)(4).

Event description:
An assurant cobalt peripheral stent was being used to treat a lesion in the left proximal common iliac artery. The lesion was a cto with severe tortuosity and severe calcification. Device was removed from packaging and inspected prior to use with no issues noted. Device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It is reported that post deployment of the assurant cobalt stent the physician post dilated the proximal section of the stent at ostium with a 8x20 balloon. After final angiogram it was noticed that there was a slight deformation of the stent. The physician indicated that the deformation was due to multiple wire and catheter exchanges. The artery was patent after last angiogram. There was no patient injury